Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the event with vancomycin, 2 grams per five days, and gentamicin, 20 milligrams once a day, (routes of administration were not reported). Patient outcome was unknown. It was not reported if pd therapy was ongoing. No additional information is available.